Manufacturer narrative:
This product is in the possession of the insurance company and has not been examined. The insurance company has advised that they are dropping the subrogation claim.

Event description:
An insurance company is alleging that a 16 year old humidifier caused a fire that damaged its insured's home.